Manufacturer narrative:
Evaluation summary: the x-rays described have not been provided. In addition, no further details regarding the fracture were given and no parts were returned. It is unknown what component fracture and where the fracture occurred due to the lack of information. At this time, no definitive cause analysis can be completed with certainty without additional information. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be re-opened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported by patient's counsel that the patient was revised for a fracture in the hip replacement.